Event description:
It was reported that a device leak occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination on (B)(6) 2022, 57 days post index procedure, a computed tomography angiogram revealed a 4.8mm device leak. No interventions took place and the patient was discharged home.